Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone tip became hot and melted on the vaso view hemopro and fell into the patient's leg. Another kit was used to retrieve the piece. No additional incision was needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).